Event description:
Date of event is estimated. Minimal information could be obtained from this surgeon. An international sales representative reported that dr. (B)(6) performed an unknown orthopedic procedure using a quill knotless tissue closure device. The size, material type, item number and lot code information of the device is unknown. The patient experienced a dehiscence of the arthrotomy upon ambulation. Surgical intervention was required to repair the dehiscence. It is also not clear as to what technique was used to close the incision or what post-operative day the dehiscence occurred.

Manufacturer narrative:
The date of this event is estimated. No samples were available for evaluation. Therefore, no testing can be performed. The item and lot code information was not provided. Therefore, the expiration dates and manufacturing dates are unknown. The item number, lot number and material type is unknown. Therefore the 510k# is not provided. Method: the device was not available for evaluation. No product evaluation can be performed. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. Without the finished good item/lot numbers, relevant portions of the device history records could not be reviewed. It is uncertain if the quill knotless tissue-closure device attributed to this event. A definitive conclusion can not be drawn at this time. (B)(4), item # unknown, quill knotless tissue-closure device, material unknown, lot unknown.